Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and retuned with the fiber product; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of the outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the outer flow tubing open end appears folded inward near red stop sign; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 6,602 joules of use and 1:25 minutes during a prostate procedure the fiber tip was loose. The procedure was completed using a second fiber. Patient outcome "ok" was reported.